Event description:
I used the fat freezer I purchased online exactly as directed, and was left with a red mark larger than a silver dollar which I still have (though faded) three weeks later. It itched constantly for the first week.